Event description:
Pt reported that on morning of report pt woke up with a blood glucose of 391 mg/dl. Pt was unable to bring blood glucose down, so pt went to ER (treatment received: saline IV). Pt tested with large ketones at hospital.